Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured october 16, 2015 - october 19, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during infusion. The total fill volume was 240 ml and after 46 hours of infusion, 30% of the total fill volume remained in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.